Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for further evaluation. During the evaluation, it was found that a bolt was loose inside the pump, which caused the reported issue. This was a manufacturing error. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump displayed an motor control error message during installation. There was no patient involvement.